Event description:
It was reported that during the implant attempt, the setscrew could not be turned. The device was not used and another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. It was also noted that there was grommet damage. (B)(4).